Event description:
It was reported that three weeks after the pt's catheter was replaced, the pt again experienced a loss of efficacy. An x-ray revealed that the pt's catheter had again dislodged. The catheter was out of the intrathecal space and coiled up anterior to the v-wing anchor. Revision and replacement options are being discussed with the pt. Add'l info has been requested, but was not available as of the date of this report. A follow-up report will be sent if add'l info is received.